Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The results of evaluation revealed the following defects: error e315 disappeared after replacement of the video connector. Angle wires were stretched. The ID pc board was damaged. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user handling of the device, which led to unstable connection and an abnormality occurred in the video connector. The user facility can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the colonovideoscope display an e315 error. The event occurred during preparation for use, prior to a therapeutic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.